Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose of 49 mg/dl. Customer mentioned that they there was an issue with reservoir. Customer told that she was aware of how her blood glucose level decrease because she did not eat anything. It was unknown whether the customer using auto mode feature at the time of reported low blood glucose event. No further details provided. Insulin pump will not be returned for analysis.